Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 489mg/dl and the pump alarmed no delivery. The customer treated with insulin. The customer indicated that their blood glucose was unable to go down until they changed the infusion set four times. Customer indicated that they had a bent cannula and declined to troubleshoot for the high blood glucose.